Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:analysis of the returned device identified: opening curved on posterior and underweight. A visual and microscopic analysis was performed which identified: striated opening on patch and observed split in patch area (ss), it is out of specification per qa 199.04. Based on the device analysis the final assessment is: split in patch area due to a workmanship...¿¿. A striated opening on patch assessed as surgical damage. Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed split in patch area (ss), it is out of specification per qa 199.04 and weight to the spec. This finding is not related with the reported event. According to the current risk documents the event of split in patch is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event. During the trend review of all split in patch complaints for gel breast implants for the period of mar-2020 through apr-2022, was noted an outlier in jun-2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "rupture" against left device. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., h.6.

Event description:
The device has been explanted.